Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 110v device was being used (B)(6) 2024, and ¿during laparoscopic liver resection, the patient's blood co2 concentration increased and blood flow stopped momentarily. The surgeon temporarily stopped the pneumoperitoneum and waited until the blood carbon dioxide level had subsided while checking for an embolus using an echocardiogram, but was unable to confirm it. Therefore, the surgeon concluded that there was no problem and proceeded with the surgery. It was completed without any problems.¿. Through follow-up assessment conmed japan reported "we don't receive any information alleged malfunction of the as-ifs1" and there was "probably not" an injury to the patient. "The surgeon said that when the patient's blood flow stopped, he suspected embolism and investigated, but was unable to confirm it.". The procedure was completed without the use of an alternate device and with a delay of ¿about 30 minutes¿. There was no report of medical/surgical intervention or extended hospitalization for the patient, and no allegation of a malfunction of the as-ifs1 device. However, conmed japan has reported this event and a medwatch report will be filed in conjunction with all ous (outside the united states) adverse events.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 110v device was being used 19apr24, and ¿during laparoscopic liver resection, the patient's blood co2 concentration increased and blood flow stopped momentarily. The surgeon temporarily stopped the pneumoperitoneum and waited until the blood carbon dioxide level had subsided while checking for an embolus using an echocardiogram, but was unable to confirm it. Therefore, the surgeon concluded that there was no problem and proceeded with the surgery. It was completed without any problems.¿. Through follow-up assessment conmed japan reported "we don't receive any information alleged malfunction of the as-ifs1" and there was "probably not" an injury to the patient. "The surgeon said that when the patient's blood flow stopped, he suspected embolism and investigated, but was unable to confirm it.". The procedure was completed without the use of an alternate device and with a delay of ¿about 30 minutes¿. There was no report of medical/surgical intervention or extended hospitalization for the patient, and no allegation of a malfunction of the as-ifs1 device. However, conmed japan has reported this event and a medwatch report will be filed in conjunction with all ous (outside the united states) adverse events.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history was reviewed, and no data was found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 15 reports, regarding 16 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00001. Per the instructions for use, the user is advised the following: gas embolisms can also be caused by a high intra-abdominal pressure. Avoid high-pressure settings and close damaged blood vessels at once. Improper placement of the insufflation instrument could cause gas penetrating a vessel or an internal organ, resulting in gas embolisms. We will continue to monitor for trends through the complaint system to assure patient safety.